Manufacturer narrative:
No devices or photos were received; the condition of the components is unknown. Primary and revision op notes were received. No issues were noted from the primary op notes. Revision op notes identified that the articular surface was noted to be in good condition. The tibial component was removed and the cement-component interface was noted to be intact. Micro movement was identified under the tibial tray at the bone-cement interface. No x-rays were provided; it is unknown if the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. Evaluation codes: the device history records for the tibial plate and bone cement were reviewed and found to be conforming, indicating the devices were manufactured, inspected, and packaged to specification. The information provided on this form was previously submitted under manufacturing report number 1822565-2014-00057.

Event description:
It is reported that the patient was revised due to pain.